Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The pt's blood glucose results were 180 and 132 mg/dl. Tests were done within 10 mins. Pt using expired control solution. No further info has been reported.